Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). The scope communication error b30 occurs when communication for transmitting the data of the endoscope to the video system center could not be completed successfully. According to the device inspection result by olympus medical systems vietnam co., ltd. (Ovn), corrosion of contact pins of the video connector socket was confirmed. The pins may have corroded due to the user connecting the endoscope while it is still wet, or not cleaning the water droplets or dirt adhering to the electrical contacts of the endoscope. This could have blocked communication and resulted in the error b30. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus medical systems (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was not reproduced. The locking lever of the video connector socket was damaged. The contact pin of the video connector socket was corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the endoscopic procedure, the scope communication error b30 was displayed on the monitor. After that, the error code b30 disappeared from the screen, and the doctor continued the procedure. After a few minutes, the error code b30 reappeared on the screen and then disappeared. The device was used with the olympus light source clv-190 and the flex video scope gif-h170. The doctor stopped the procedure, after which the doctor completed the procedure with another olympus 190 series systems. There was no report of patient injury associated with the event.